Event description:
The consumer reported that the device was not working. The patient stated the unit doesn¿t charge and doesn¿t do anything. The implant was not retaining a charge, not working and stimulation stopped. When asked what the devices showed it was noted they do nothing.